Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the insulin pump.no unexpected numbers ramping/scrolling on their own noted. The insulin pump was unable to verify failed battery test due to button/keypad anomaly. The insulin pump received with cracked case at display window corners, minor scratches and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.